Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number, a review of the manufacturing records could not be conducted. The information provided alleges the patient experienced infection, abscess, fistula pain and permanent injury. Fistula is listed as a known adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ while a permanent injury has been alleged, no specific details were provided in regards to the allegation of permanent injury. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Two additional emdr's have been submitted to address the other two composix kugel mesh implant devices. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient had a laparoscopic incisional herniorrhaphy in which an incisional hernia was repaired. The patient had a non-bard davol dual mesh and three bard composix kugel patches implanted during this procedure. (B)(6) 2016 - the patient visited the ER due to alleged pain in her abdomen. A CT scan demonstrated a complex air and fluid collection in the anterior abdominal wall. (B)(6) 2016 - the patient underwent surgery to explore her abdomen, a procedure to find the source of the air and fluid collection in her abdomen. The operative report allegedly indicated that cause of the infection was due to the hernia meshes previously implanted. The physician drained the abscess and removed "slime and fibrinous exudate." (B)(6) 2016 - the patient underwent an additional surgery to explant the three composix kugel along with the non-bard davol mesh and repair a small bowel fistula. It was allegedly noted on the op report that the kugel composix meshes had staining on them that was greenish brown, and after peeling away the mesh, an opening into the small intestine was identified that had to be repaired, all of these injuries are associated with the implantation of the composix kugel patches. The attorney alleges the patient has had to have additional surgery for repair of a fistula, as well as another surgery to repair leaking from the colon. Furthermore, it was alleged the patient was permanently and seriously injured and has suffered and will continue to suffer physical pain.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient had a laparoscopic incisional herniorrhaphy in which an incisional hernia was repaired. The patient had a non-bard davol dual mesh and three bard composix kugel patches implanted during this procedure. (B)(6) 2016 - the patient visited the emergency room due to alleged pain in her abdomen. A CT scan demonstrated a complex air and fluid collection in the anterior abdominal wall. (B)(6) 2016 - the patient underwent surgery to explore her abdomen, a procedure to find the source of the air and fluid collection in her abdomen. The operative report allegedly indicated that cause of the infection was due to the hernia meshes previously implanted. The physician drained the abscess and removed "slime and fibrinous exudate." (B)(6) 2016 - the patient underwent an additional surgery to explant the three composix kugel along with the non-bard davol mesh and repair a small bowel fistula. It was allegedly noted on the op report that the kugel composix meshes had staining on them that was greenish brown, and after peeling away the mesh, an opening into the small intestine was identified that had to be repaired, all of these injuries are associated with the implantation of the composix kugel patches. The attorney alleges the patient has had to have additional surgery for repair of a fistula, as well as another surgery to repair leaking from the colon. Furthermore it was alleged the patient was permanently and seriously injured and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with very large incisional hernia and underwent laparoscopic incisional herniorrhaphy. Per the operative report details, ¿all the adhesions had been taken down, a biological mesh was chosen, trimmed and placed. Since the mesh may not have been large enough laterally, three additional pieces of composix kugel patch were chosen and placed into the abdominal cavity along the entire left edge of the mesh to overlap the existing mesh.¿ (B)(6) 2016 - patient developed abdominal pain and abscess with meshes from previous hernia repair and underwent drainage of abscess. Per the operative report details, "we opened into a large collection filled with a foul smelling brownish gray fluid, air and was suctioned out. There did not appear to be any obvious evidence of a fistula to the bowel¿. (B)(6) 2016 - patient was diagnosed with small bowel fistula with subsequent infection and underwent explantation of meshes with a small bowel resection. Per the operative report details, ¿the underlying obviously infected biological mesh was removed. Composix kugel patches were identified at the margin of the biological mesh and these were then removed. As we were heading towards the upper abdomen, the mesh appeared to have greenish brown stains and was removed. We separated the loops of bowel and identified it had fistula. The largest available biological mesh was chosen and then placed¿. Attorney alleges that the patient had abscess, adhesions, fistulae, infection and pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided alleges the patient experienced infection, abscess, fistula pain and permanent injury. Fistula is listed as a known adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ while a permanent injury has been alleged, no specific details were provided in regards to the allegation of permanent injury. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Two additional emdr's have been submitted to address the other two composix kugel mesh implant devices. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to report lot# details. Based on the available information, no conclusion can be made. Over 11 years post implant of composix kugel mesh, the patient was diagnosed with abdominal pain, abscess, infection and underwent excision of mesh. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents the composix kugel mesh (device #1). Additional supplemental emdrs were submitted to represent the composix kugel meshes (device #2 and device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.